Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30880. It was reported during a trial procedure on (B)(6) 2020, the physician had difficulty accessing the space and was unable to implant a lead. The case was aborted and the patient will be referred for a paddle trial.